Event description:
See manufacturer report # 3004209178-2010-10203. The pt developed an infection before the neurostimulator (ins) was turned on. Additional information has been requested.

Manufacturer narrative:
(B)(4).